Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to be continuously alarming for error code 42221 due to a defective main board. After investigation the results indicated a reportable malfunction due to the continuous alarm for error code 42221. The cause of the customer reported problem was the defective main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the device not stopping beeping during pre-testing, and during physical inspection it was found that the device was continuously alarming for error code 42221 due to a defective main board. This alarm event pauses the delivery of the pump until the error is addressed. After investigation the results indicated a reportable malfunction due to the continuous alarm for error code 42221. There was no patient involvement.